Event description:
During product evaluation intermittent false air in line alarms occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 30 2007. Evaluation summary:the condition of intermittent false air in line alarms was confirmed. Inspection of the device found that cause of the reported condition was due to a defective air in line printed circuit board. The pump head module was replaced. The pump was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened on june 22,2005.